Event description:
It was reported that the patient presented to the emergency room (ER) for symptomatic bradycardia. It was also reported that the device reached unexpected longevity, was unable to be interrogated and was no longer pacing. The device was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires. This device was included in a field action, but returned product testing found the device did not perform as described in the field action. (B)(4).